Event description:
It was reported that this patient underwent a hip replacement. Subsequently, the patient was revised due to pain and wear. During the revision, the surgeon replaced the head and liner with no issues. No further information is available.